Event description:
Received information stating that due to a ventilator malfunction, pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
Evaluation of the device has not been completed.